Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Port detached from catheter.

Manufacturer narrative:
All measurements of the device (port stem, catheter and catheter lock) were found to be within specification. The catheter disengagement force was above the minimal iso requirements. No conclusion can be drawn.